Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned intact and not severed. Visual inspection showed no visible notch next to the sense b electrode, and the setscrew marks were in the correct location on the terminal pin. The tissue noted on the shock coil. The electrical continuity testing confirmed the conductors were intact, and a hipot test passed, indicating no electrical shorts between conductors. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. This implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.